Event description:
A dentist used the zoom product by discus dental supplier to whiten pt's teeth. Pt has systemic lupus with photo sensitivity. The light on the zoom is uv radiation, which pt did not know until after ward. The exposure created a flare up of pt's disease that required increased medications and rest to control. The ill effects lasted 5 months. Pt would like the makers of the zoom system to warn dentists about the hazards of using the light on photo sensitive pt's.